Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the coils. The tipball and coils were intact. The guide wire was not separated into two pieces. There were numerous offset / overlapped intermediate coils proximal to the center solder for a length of 6 mm. There were kinks in the core 1 cm, 1.3 cm and 23.2 cm proximal to the center solder. The coils were stretched at the kinks. The intermediate coils were springy due to the core not being intact to the center solder or tipball. There was no other damage noted to the guide wire. This device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. The sem analysis showed that the guide wire core had been excessively fatigued and then failed from ductile overload. The cause of the fatigue was likely related to the reported resistance in the crossing attempt. Historical information suggests that the most common cause of excess fatigue happens from leaving the guidewire prolapsed for an extensive time. Also, the bend cycling from the beating heart accelerates the guide wire fatigue. In this instance, there is not any information about prolapsing the guide wire during the procedure; therefore, the cause of the fatigue and subsequent fracture is concluded to be from the crossing attempt. The guide wire was also heavily damage with bends, kinks and overlapped coils which is consistent with the damage that is typically experienced when heavy resistance is encountered. The lot history record was reviewed and there are no non-conformities associated with this lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that an attempt was made to cross the lesion with a traverse guide wire; however, the anatomy was very tortuous and calcified. The lesion was crossed successfully, but the tip of the guide wire did not correspond with the proximal part of the guide wire (no 1:1 torque). The guide wire was then pulled back out of the patient and it was noticed that the core of the guide wire was broken. The complete guide wire was pulled back out of the patient. The guide wire was replaced with another traverse and finished with percutaneous transluminal intervention. No patient effects were reported. No additional event or patient information is available.